Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a hole in it that caused fluid to leak out during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there are reports of a hole or leaking coming from the catheter or catheter hub. "There have now been a couple of sa that are placed due to this there being a hole where the straw and plastic connect and its leaking out. Is there any patient involvement? No patient touched the IV cath at all. It was a 70 day old baby and toddler is there any adverse event on patient/user? No."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a hole in it that caused fluid to leak out during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there are reports of a hole or leaking coming from the catheter or catheter hub. "There have now been a couple of sa that are placed due to this there being a hole where the straw and plastic connect and its leaking out. Is there any patient involvement? No patient touched the IV cath at all. It was a 70 day old baby and toddler is there any adverse event on patient/user? No".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-apr-2023. H6: investigation summary : bd received four 24 gauge insyte autoguard blood control winged units from lot 2262284 for evaluation. Three of the units were received in their originally sealed packaging while one unit appeared to have been opened and used. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage to the devices or their components. Next, the engineer performed a water/air leakage test for each unit but only the used unit appeared to be leaking near the nose of the catheter adapter. No leakage was found coming from the three sealed units. Finally, the leaking unit was inspected further under a microscope and a m-shaped tear was found on the catheter tubing right above the nose of the adapter. Therefore, based off the visual inspection and testing the engineer was able to verify that the used unit was leaking. The observed damage was unlikely to have occurred due to a manufacturing or user related spear through as the tear would have a characteristic v-shape or half circle shaped cut. While it was not impossible to create shapes closer to the one observed, in the user environment, it was likely that a spear through during use did not cause this defect as it would have required the clinician to retract the needle far back and then proceed to heavily manipulate the unit. Based on the location of the damage and the observed characteristics, it was more likely that the reported defect originated as a part of the manufacturing process during the swaging of the unit . During the swaging process the tubing was placed over a pin and may get pinched or nicked.